Event description:
Medtronic received information that a stent fracture was noted on chest x-ray at six month clinical study interval. The structural integrity of the valve was intact. Gradient of 25mm hg was noted with no pulmonary regurgitation. No adverse patient effects were reported and no treatment was performed. The valve remained implanted and in use and the patient continued to be followed on a regular basis. Additional information was received that at one year follow up, the stent fracture progressed to type ii, with loss of stent integrity. Two years after the implant of this transcatheter bioprosthetic valve, echocardiogram showed right ventricular pressure of at least 88mm/hg and peak gradient of 60-70mm/hg. The conduit was clearly obstructed and the melody stent was fractured in multiple locations. There was no fragment embolization or migration observed. The conduit was stented and a new melody valve was placed valve-in-valve. There were no adverse patient effects reported. Following the implant of the second valve, the patient had three episodes of supraventricular tachycardia and underwent placement of an implantable cardioverter-defibrillator. Approximately, two and a half years following implant the patient presented with a two week history of fever and was found to have endocarditis. The patient was given a six week antibiotic treatment and blood cultures following the treatment were negative. However, it was decided to explant the valves. Six months later, the valves were explanted and replaced with another manufacture's valve with no adverse patient effects. Upon explant thrombus was noted around the valves. The valves will not be returned for analysis.

Manufacturer narrative:
Product analysis: these valves will not be returned for analysis as reported from the field. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The information provided that thrombus was observed on the explanted valves. This finding is generally considered a patient related condition. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review of the pe and previously submitted regulatory report, the date of event was inadvertently reported incorrectly. If information is provided in the future, a supplemental report will be issued.